Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding over resection of the femur involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 097 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification ((B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding over resection. There were 4 other reported events ((B)(4)). Conclusion: the session, log and crisis log data were reviewed for this case. An analysis of the robot report, vplog, checkpoint values on bone preparation page, bone registration, probe check, rio registration, and over resection visual from the bone preparation page was completed. Based on this analysis there is no indication the system performed out of spec. The base array movement of 12.88mm could not be confirmed as all checkpoint values in the log were within tolerance. However, if 12.88mm motion of the base array was suspect, a robot registration would be necessary along with ensuring the fisso arm is locked securely. The data at this time shows the rio operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the arm moved 13cm causing the burr to go deeper into anterior femur than anticipated . At this point the surgeon decided to convert the case to a manual total knee arthroplasty. The case was completed successfully.

Manufacturer narrative:
Reported event: an event regarding over resection of the femur involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 097 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 204000 the complaint databases were reviewed from 2011 to present for similar reported events regarding over resection. There were 4 other reported events (B)(4). Conclusion: the session, log and crisis log data were reviewed for this case. An analysis of the robot report, vplog, checkpoint values on bone preparation page, bone registration, probe check, rio registration, and over resection visual from the bone preparation page was completed. Based on this analysis there is no indication the system performed out of spec. The base array movement of 12.88mm could not be confirmed as all checkpoint values in the log were within tolerance. However, if 12.88mm motion of the base array was suspect, a robot registration would be necessary along with ensuring the fisso arm is locked securely. The data at this time shows the rio operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the arm moved 13cm causing the burr to go deeper into anterior femur than anticipated. At this point the surgeon decided to convert the case to a manual total knee arthroplasty. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the arm moved 13cm causing the burr to go deeper into anterior femur than anticipated . At this point the surgeon decided to convert the case to a manual total knee arthroplasty. The case was completed successfully.